Manufacturer narrative:
Act, esc and up arrow buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify excessive no delivery alarm due to button keypad anomaly. No numbers count up anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported to have received a no delivery alarm. She tried pressing esc and act but was not able to clear the alarm. The customer took the battery out for an hour and a half. Assisted the customer with removing battery and cleaning the battery cap. She stated that after 10 minutes when she replaced the battery, the pump began to count up but was still flashing no delivery. The customer¿s blood glucose was 233 mg/dl. The no delivery alarm could not be cleared because of the button error alarm. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returning for analysis.